Manufacturer narrative:
(B)(4). Product was evaluated and customer's report of a leak is confirmed. Visual examination shows a tear in the silicone tubing at the upper fitment. Root cause of the tear in the silicone tubing is undetermined. Although lot number unknown, the smartsite laser number indicates this set was built between 11/23/2010 and 12/07/2010. The expiration date would be either 11/01/2013 or 12/01/2013.

Event description:
Customer reported a tear in the soft tubing close to the junction. The patient pushed her IV pump to the nursing station and said her IV was leaking. Customer states there is no further patient or event information available. No patient harm was reported or intervention was required.